Event description:
It was reported that the patient experienced stent encrustation, ureteral reflux, infection, and urinary symptoms while using a ureteral stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to "material selection". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the ureteral stents product ifus were found to be adequate based on past reviews. The device was not returned

Event description:
It was reported that the patient experienced stent encrustation, ureteral reflux, infection, and urinary symptoms while using a ureteral stent.

Event description:
It was reported that the patient experienced stent encrustation, ureteral reflux, infection, and urinary symptoms while using a ureteral stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.